Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen stayed lit for 2 hours without timing out. The customer's blood glucose level ranged from 81-485 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information, however, no additional information regarding this event was provided.